Event description:
It was reported that during a ventricular tachycardia (vt) ablation by transseptal endocardial treatment procedure, charring was noted on the catheter. The curve of the device was slightly damaged but the procedure was completed with this device. The settings on the non-bsc generator were as follows: 10ml/min, 30-35w, 40°c. No patient complications were reported and the patient's status is fine.

Event description:
It was further reported that the event occurred during a ventricular tachycardia (vt) ablation by transseptal endocardial treatment procedure. The settings on the non-bsc generator were as follows: 10ml/min, 30-35w, 40°c.

Event description:
It was reported that during a treatment procedure charring was noted on the catheter. The curve of the device was slightly damaged, but the procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: during the as received visual and microscopic inspection of the returned device, residue of dried sodium chloride was found at the distal tip electrode, and dried up blood was also found on the distal end of the tubing next to the proximal end of the tip electrode. Lifting glue was found at the e3 ring electrode and dried blood was present underneath the lifting glue. No char or "coal" was confirmed on the tip electrode. The catheter's electrical connector verified normal during visual inspection. Also during the as received visual inspection, a bend on the distal shaft was observed while in the neutral position. Next the catheter was electrically tested. All electrode resistance values verified normal. The electrode resistance values were all within specifications. No electrical opens or shorts were found. Thermocouple was within specification. The catheter passed the thermocouple response test. The catheter verified normal during rf ablation testing. No electrical issues were found. During the functional curve check, both the right and left steering curves did not meet the specification as both curves were observed to be deformed. The distal tubing shaft and the kevlar assembly were then dissected, and it was found that the center support and the steering wires were bent. Inspection of the internal components confirmed that the device was built per manufacturing and product specifications. No anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is design related. (B)(4).